Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the hrsv involved with this complaint to perform failure analysis. The hrsv was installed onto the test system with no image in the right eye at power up. Error 119 was also confirmed in the logs.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the surgeon side console (ssc) had no vision in the right eye. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed error 40084 in the system logs and recommended performing a hard power cycle to clear the error and to restore the vision. However, due to operation commitment and that ssc #2 was not needed, the site opted to perform the recommended hard power cycle between cases. The procedure was completing as planned with no reported injury.